Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: attempting to introduce a blocker into the connector when it is not aligned correctly can cause damage to the connector grooves and blocker. As a result, cross-threading prohibits the blocker from fully seating into the connector. This is further confirmed by the representative who stated that cross-threading occurred and the connectors had to be replaced. Conclusion: a plausible root cause is failure to align the blocker relative to the connector (user error).

Event description:
It was reported that during xia3 surgery, cross threading occurred on parallel connector. After that, other connectors were used and finished the surgery.

Event description:
It was reported that during xia3 surgery, cross threading occurred on parallel connector. After that, other connectors were used and finished the surgery.